Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion set was not sticking to the patient's skin. The infusion set falls off from the patient's body. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.